Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. As per complaint investigation, this complaint is processed as a limited investigation. Limited investigations do not need to have the DHR, raw material certificate, sterilization certificate, complaint history, product hold/field action pulled and reviewed. Also, a review of the risk management file has not been completed as the product is considered unrelated to the reported event. Complaints are monitored per complaint trending process. The root cause of the reported issue is unrelated to the zimmer biomet medical device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that approximately three years post-implantation, the patient underwent a hip revision due to ongoing pain in deep flexion anterior to the head. Attempts were made to inject the region where the pain is and the patient still complained of ongoing pain. The decision was made to open the hip and remove as much scar tissue and wash out the joint. The liner was unable to be removed from the cup so the cup was also removed. A larger cup was implanted and reoriented to gain more anteversion in hopes of reducing impingement; the previous cup was in zero degrees anteversion. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: g7 bonemaster ltd acet shl 48c; item# 010000701; lot# 7218370. G7 dual mobility liner 38mm c; item# 110024461; lot# 218110. Act artic e1 hip brg 28x38mm; item# ep-200144; lot# 348330. G2 - foreign: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.